Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion and had no flow output. The customer reported the device was not in use therefore there was no patient involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower and gas delivery system to address the reported problem. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Gas delivery system.